Event description:
The device was not received for investigation but device history log was provided. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed. For (B)(6): infusion has been done @ 80 ml/h from 00:19 (previous day on (B)(6) infusion had been done @ 84 ml/h). Infusion time is 12.61 hrs, from 00:19 to 13:19, with 37 minutes in stop mode. Total volume infused from 00:19 to 13:19 = 1021 ml (including 6 simple bolus for around 30 ml). Nothing match with description and complementary information received. For (B)(6): infusion has been done @ 250 ml/h from 13:07 to 15:04. Infusion time is 1:57 hrs, until stop mode. Infusion is re-started @ 120 ml/h for 10 minutes. This infusion seems to match with reported events, but infusion time has been well 2 hours and not 1.5 hour. Upon device log review, for (B)(6): information did not match the described event and for (B)(6) the infusion lasted 2 hours and not 1.5 hour which cannot confirmed the reported event either. Comparison between volume recorded in log and calculated volume found that calculated volumes corresponds at recorded volumes. From the information that are available to us the reported event cannot be confirmed and therefore its cause remains unknown. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Potential overdose.